Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of about low blood results. Customer's daughter stated her father told her he had gone for a walk and felt dizzy. When he got home he tested and received a "lo" result and still was not feeling well. She instructed him to eat a peanut butter sandwich to bring his glucose up.